Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a type ia endoleak and migration. The patient had a non-mdt device previously implanted for the endovascular treatment of a thoracic aortic type b dissection. The valiant stent graft was implanted just below the left common carotid artery in order to extend the proximal region. It was reported that patient complained of chest pain 6 days post index procedure and an emergency CT showed a retrograde type an aortic dissection. A blood vessel prosthesis was implanted in the ascending aorta by emergency thoracotomy as treatment. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.